Event description:
The account alleged the bed has no hi/low or trendelenburg functions.

Manufacturer narrative:
The account found a loose wire on p2 which connects the control panel to the main control board. The account re-seated the connection to repair the bed.